Event description:
The ventilator screen went blank, but did not cause any harm to patient. The ventilator continued to ventilate patient. The patient's vital signs did not change. Ventilator was removed out of service. Ventilator screens were working during ventilator check just thirty minutes prior to event. The complaint was verified in biomed and repair completed.